Event description:
Pt. Had echocardiogram while in the hospital to investigate elevated plasma free hemoglobin and lactate dehydrogenase. Found clot in device-transferred to intensive care for tpa protocol.